Event description:
It was reported that the ventilator went into the communication error mode and stopped ventilating after it alarmed. The pt was manually ventilated during transfer to a second ventilator. No permanent pt injury occurred as a result of this event.

Manufacturer narrative:
(B)(6).